Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR report #: 1627487-2018-04817. It was reported that the patient experienced ineffective stimulation and was unable to increase amplitude after suffering a fall in (B)(6) 2018 (exact date is unknown). Diagnostics revealed high impedances, and reprogramming attempts were unsuccessful. As a result, the patient may be awaiting surgical intervention to explant the patient¿s scs system and replace it with a competitor's system.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-04817. Follow up information identified postoperatively, effective therapy was restored.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-04817. Follow up information identified the physician explanted and replaced the patient¿s leads with a new (B)(4) model.